Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector and a damaged connector. The returned device indicated a damaged grommet, foreign material on set screw, a loose/detached set screw, a set screw with a rounded socket and a damaged set screw.

Event description:
It was reported that during the implant attempt, when attaching the existing leads into the connector, the physician put the pin into the correct hole, but screwed the screw on the wrong side. When trying to correct and unscrew the setscrew, the atrial lead could not be connected. The device was not used and a new device was implanted.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.